Manufacturer narrative:
The reported complaint of diagnostic anomaly was confirmed. Based on the provided information, it was determined that the diagnostic anomaly dialog appeared due to an incorrect real-time clock (rtc) value. The rtc value was set to 2014. The root cause of the data corruption was unable to be determined.

Event description:
Related manufacturer reference number: 2017865-2025-1005405. It was reported that an asymptomatic patient presented for an in-clinic check. An interrogation of the patient's dual chamber leadless pacemaker (lp) system generated an "invalid diagnostic date detected" error. No diagnostic information was available during the check and all previous data from the time between the last check had been lost. Resetting the atrial lp's internal clock resolved the issue. Patient was stable.